Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd q-syte closed luer access device septum does not rebound. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital to establish intravenous access for the patient, in the right arm left a venous indwelling needle, after successful puncture to comply with the medical advice to push the drug, push the completion of the needleless closed infusion connector does not rebound, resulting in the patient's indwelling needle bleeding, given to the immediate withdrawal of the indwelling needle.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 2251785. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No new information.